Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring greater than 125 ohms. Additional lead testing was performed, including isometrics technique, which was able to duplicate muscle noise, but shock impedances remained stable. Technical services was consulted and recommended programming and troubleshooting changes. At this time, the plan is to continue to monitor the lead. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead has been exhibiting a gradual increase on the shock lead impedance, greater than 125 ohms. Additional lead testing was performed, including isometrics technique, which was able to duplicate muscle noise, but shock impedances remained stable. Technical services was consulted and recommended programming and troubleshooting changes. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention.